Manufacturer narrative:
The vio integrated electro surgical generator unit (iesu) has been returned and evaluated by the failure analysis (fa) team. Fa was not able to reproduce the reported complaint. The unit energized and cauterized, and all ports recognized instruments. The c-00 error was logged last in the error log.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site called an intuitive technical support engineer (tse) and reported that the bipolar activation issue identified during the procedure with port placed. The site contacted after the issue. Site tried to perform power cycle of erbe generator and reseated the monopolar cable and checked the settings on vio generator but, the issue wasn't fixed . Another device was used for monopolar firing. The procedure was finished with delay less then 15 minutes. No harm reported to patient, and the procedure was completed as planned. Intuitive surgical, inc. (Is) contacted the site and obtained the following additional information regarding this event: the site used the same instrument but with a force triad not the erbe.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the activation problems. System tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device.